Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead was advanced successfully to the right ventricle. An r-wave of approximately 9 mv was observed. Acceptable impedance measurements were observed. No pacing was observed at maximum output settings. The pacing system analyzer (psa) cable and the testing cables were changed however no pacing was still observed. Two more attempts to reposition the lead revealed similar results. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. Acceptable measurements were obtained with the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout testing were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.